Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: additional 510(k) number is a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to bone loss at the site. Patient stated that the implant started to feel loose and he was able to wiggle it free on his own. He brought the implant in to his appointment 3 days later. The implant had been placed on (B)(6) 2022 and was checked and found stable on (B)(6) 2022. Upon examination on (B)(6) 2022 the buccal bone was resorbed and unstable for future implant placement. Tooth #28.